Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when an asymptomatic patient presented in clinic for follow-up. Upon interrogation, high capture threshold was observed on the rv lead. Abbott technical supported indicated that the rv lead measurements have remained relatively stable and there is no noise on the lead. The high capture threshold is most likely due to patient physiology rather than any lead issue. No intervention has been done as the lead remains implanted. The patient was stable and will continue to be monitored.